Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities was unable to be interrogated. A separate programmer was used in an attempt to establish telemetry, but this was also unsuccessful. The physician elected to explant the device, as therapy availability could not be ascertained. The patient did not report any syncopal episodes. The patient did report feeling an occasional skipped beat.